Manufacturer narrative:
The serial number, implant date and expiration date should have been blank as it is not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patients right ventricular lead was explanted due to infection. Patient status was not known.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.